Event description:
It was reported that shaft break occurred. The target lesion was located in the circumflex (cx) artery. A 3.50mm x 15mm emerge balloon catheter was selected to dilate the lesion. It was noted that the device was fractured and snapped inside an unspecified guide catheter. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an emerge balloon catheter. The device was returned in two pieces. The catheter was inspected tactilely and under magnification. There was blood and contrast in the inflation lumen. There was contrast in the balloon and the balloon was unwrapped. There were multiple hypotube kinks and the hypotube was broken 63cm from the strain relief; the fracture faces were oval shaped, as if kinked prior to separation. There was no other damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in the circumflex (cx) artery. A 3.50mm x 15mm emerge¿ balloon catheter was selected to dilate the lesion. It was noted that the device was fractured and snapped inside an unspecified guide catheter. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
(B)(4).